Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 85 and 186 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Replacement strips were sent and the customer returned her strips for evaluation.